Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 07/29/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box found occurrence of power on reset on the event date. With the returned battery cap the pump powered up and functioned properly. All the buttons responded as expected. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump casing was opened and no evidence of moisture intrusion was found inside the pump. The reported power issue was verified in the black box but not duplicated during the investigation. Unrelated to the reported power issue, the battery compartment was found to have cracked near the base seal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power issue. It was reported that the battery compartment was cracked, the battery cap was undamaged and able to tighten properly to the pump. The reporter noted that there was no evidence of moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.